Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported that on an unspecified date/time her adc blood glucose meter had "gone dark" and that due to this she was hospitalized. Customer noted having difficulty hearing and understanding what was being asked during her call to customer service, but agreed to receiving a call back to complete the troubleshooting. Multiple, unsuccessful, attempts to contact this customer have been made. Consequently, it is unknown what diagnosis or specific treatment may have been rendered during the hospitalization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered, is the date abbott diabetes care became aware of the event. The meter serial number is unknown; hence the device manufacturer date for the reported meter is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.